Event description:
A pt received v.a.c. Therapy from 2008 to early 2009 for a surgical abdominal wound. It was reported that the pt allegedly developed a hardened area with drainage, so surgical exploration of the wound was performed. The wound was explored under general anesthesia and a piece of v.a.c. Granufoam was removed. Although there was no report of an infection, the pt was prescribed antibiotics. The pt did not suffer any complications from the surgery.

Manufacturer narrative:
According to the initial reporter, the pt was non-compliant with therapy. The rep stated that the pt would remove the v.a.c. Dressing on their own and would often miss scheduled appointments. This appears to be a case of user error, where the foam was left in the pt's wound which resulted in the foam being surgically removed. According to the initial reporter, the wound care center caring for the pt has instituted new protocols for removing and documenting the dressings. In addition, an in-service was also scheduled to educate the wound care center nurses on the v.a.c. Dressings and applications. V.a.c. Labeling warns under "foam placement": "do not place any foam dressing into blind/unexplored tunnels. The v.a.c. Whitefoam dressing may be more appropriate for use with explored tunnels. Always count the total number of pieces of foam used in the wound and document that number on the drape and in the pt's chart." It also states under "foam removal": v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam, create difficulty in removing the foam from the wound, or lead to infection or other adverse event."